Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e0102. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) received multiple ineffective shocks for an arrhythmic storm requiring external defibrillation. The patient was subsequently hospitalized and intubated in the intensive care unit. Upon interrogation, it was noted that a code 1005, indicative of an open circuit condition. Boston scientific technical services (ts) was contacted and confirmed that the code 1005 was declared when a delivered shock produced an elevated, out-of-range impedance of greater than 145 ohms. Ts strongly recommended replacing the right ventricular (rv) lead to ensure adequate therapy delivery and conversion. However, a few days later, the patient unfortunately passed away due to cerebral injury. At this time, this crt-d remains implanted. The rv lead is not a boston scientific product.

Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) received multiple ineffective shocks for an arrhythmic storm requiring external defibrillation. The patient was subsequently hospitalized and intubated in the intensive care unit. Upon interrogation, it was noted that a code 1005, indicative of an open circuit condition. Boston scientific technical services (ts) was contacted and confirmed that the code 1005 was declared when a delivered shock produced an elevated, out-of-range impedance of greater than 145 ohms. Ts strongly recommended replacing the right ventricular (rv) lead to ensure adequate therapy delivery and conversion. However, a few days later, the patient unfortunately passed away due to cerebral injury. At this time, this crt-d remains implanted. The rv lead is not a boston scientific product.